Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty interface board. Insulin pump passed the operating currents test, self test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corner, broken belt clip slot, minor scratched display window.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. During troubleshooting, device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.